Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w version: 4.11e. Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked case near the corner of belt clip rails, scratched display window, cracked keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked case on the battery tube side, missing battery cap contact, and missing serial number label.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.